Event description:
Customer alleged the right brake handle was broke off. Qt (B)(4). No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the right brake handle broke off. The rollator was purchased in (B)(6) 2009. Quote was issued for the replacement part. No RMA issued. No injury reported.